Manufacturer narrative:
(B)(4). D10: 00801803602 item name versys femoral head 12/14 taper lot # 61543417. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a revision procedure 13 years and 8 months post implantation due to the femoral head corrosion and metal ion levels. There is no additional information available at the time of this report.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: b4, g3, g6, h2, h6 proposed component code: mechanical (g04)- stem, h8, h11. Visual examination of the provided pictures identified black foreign debris and bio-debris on the outer taper of the head. No further evaluation can be made. The stem remains implanted. Part and lot identification are necessary for review of device history records, neither were provided for the stem. Medical records were not provided related to the revision. A definitive root cause cannot be determined. This complaint cannot be confirmed. The device was not returned to test for corrosion and medical records related to the revision were not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.